Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter and test strips have been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed; in addition a secondary issue was noted; the test strips were found to have shelf life exceeded. The control solution involved with this complaint was also returned; however, had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2015 at 7:00am. The patient manages his diabetes with insulin (self-adjuster) and it is not known what action, if any, the patient took in response to the alleged meter issue. The patient claimed that the day after the alleged issue began, on (B)(6) 2015 at 1pm, he developed symptoms of ¿blurry vision, being swollen and off balance¿. The patient reported attending the doctor¿s office on (B)(6) 2015 at 7:00am in response to his symptoms where he received health care professional (hcp) treatment of insulin (unknown type and dose). The patient claimed a blood glucose test was performed on an ER/hospital meter at an unspecified time on (B)(6) 2015 and a result of ¿400 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The csr noted that the patient was using test strips that were past their expiration date. The patient was advised not to test with expired test strips. The csr noted the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.